Event description:
It was reported that the patient with this right ventricular lead stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range shock impedance measurements were found. Reprograming of the device and a potential commanded shock were discussed. At this time, this device remains in service and there were no adverse patient effects reported.